Event description:
Registered nurse set concentration of dilaudid medication incorrectly causing a tenfold overdose of medication. One half of vial had infused when error was discovered. Narcan was administered to pt and pt recovered fine.